Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed) and confirmed the reported issue. The rse determined that the speaker needed to be replaced and ordered a replacement speaker assembly to be sent to the customer; the customer indicated they would replace the part themselves. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was sent a replacement speaker assembly to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that there were intermittent "speaker tech error" messages occurring and no sound was emitted. The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.